Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The x-ray review identified a large focus of radiolucency abutting the superior aspect of the acetabular component and the lateral aspect of the fixation screw. Review of the device history records identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to liner wear. During the procedure, the liner and head were removed and replaced. Upon investigation, the x ray results identified radiolucency on the cup and the screw. No further event information available at the time of this report.